Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor was showing system failure, was not reading pulse or spo2, and the the alarm failed when the malfunction occurred. Troubleshooting steps included swapping cables, which did not resolve the issue.. There was no patient involved.

Manufacturer narrative:
Additional information: g3, h3, h6 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was powered on and passed power on self test. No system errors present. Pulse and spo2 both appear on the screen with no issues observed. A known good finger pulse spo2 sensor was connected to the device, and placed on the technicians finger. Pulse and spo2 both appear on the screen with no issues observed. Several other sensors were used, all detected and displayed pulse/spo2 as intended with no issues observed. A calibrated tester was connected, and all information displayed with no issues observed. A review of the system logs showed system errors 010 and 282, verifying complaint. No faults found with this device during testing. The issue was resolved by new spo2 board that was installed as a precaution since both error codes observed in the history pertain to spo2 sensor failures. Coin battery measured healthy. Unit passed all functional testing, and processed per procedure. New aa batteries included with device. It was reported that the monitor was showing system failure, was not reading pulse or spo2, and the the alarm failed when the malfunction occurred. Of reported condition of no readings, was component failure. The most likely cause of reported condition of no readings, was component failure. For reported condition of alarm issue, it was determined that the most likely cause was not established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.